Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the high drain alarm 103 was noted in the log. An external and internal inspection was performed with no issues noted. A simulated therapy was performed with no issues noted. The reported problem was identified during evaluation but the cause would not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device. The technical service representative (tsr) explained the alarm to the hp. The hp informed the tsr that the ultra filtration (uf) was 5531ml and the fill volume (fv) was 1600ml. The hp reported that they felt fine. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.